Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. A visual inspection of printed circuit board and found tubings from transducers to s902, s903, and s904 were missing. Also found solder mark on exhalation flow transducer (pt802), possible reconnection. Tubing connections were made and printed circuit board was installed into a known good top-level vela system and powered on into user mode. Accepting default settings, system immediately began to alarm low peak inspiratory pressure, low minute ventilation, transducer fault, high rate. System was powered down and rebooted into service mode. Turbine differential transducer (pt800) and exhalation flow transducer (pt802) were able to be calibrated successfully, exhalation pressure transducer (pt801) was found to fail at the zero calibration, ad counts were below minimum range. The reported complaint was duplicated and isolated to a faulty sensor,diff pres, miniature, 2.5 psi p/n: 68354 (pt801). This is a known issue that has since been addressed with CAPA: 000000281, scar ps-16-23, co 102677. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that low minute ventilation, high rate, low peak inspiratory pressure and transducer fault alarms occurred during use on a patient on the vela ventilator. The customer reported the patient was put on a different ventilator. The customer confirmed there was no patient harm associated with the reported event.